Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer claims there have been several issues with the solara3g forks bending over mild terrain or curbs.